Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 338 mg/dl. Customer treated with insulin drip. The blood glucose reading at the time of the event was over 600 mg/dl. Customer stated that he was not getting his basal rates. The insulin pump is malfunctioning. During troubleshooting, the time and date are correct. Assisted the customer with correcting the basal rates. The bolus wizard settings are correct. High pressure test passed. Nothing further reported.